Event description:
It was reported that the tip of the catheter broke off in the pt. Per additional information received on (B)(6) 2012, the pt was a (B)(6) male. The procedure was a cystoscopy with right retrograde pyelogram. No guidewire was used. There was no resistance or difficulty noted during advancement. After the catheter was removed from the right ureteral orifice, a blue particle was noted floating in the pt's bladder. The tip (particle) was flushed from the pt's bladder by the surgeon and there was no harm to the pt.

Manufacturer narrative:
The sample was received with adapter attached. Visual and microscopic inspection showed that a piece of the catheter tip was missing and the tip appeared to have been cut cleanly by an unidentified object. During the manufacturing process, there are 100% inspection for product integrity and length and the current process controls are intended to detect this type of failure mode. The device history records were reviewed and there was nothing found to indicate there was a manufacturing related cause for this event. The instructions for use state in the cautions section: "do not withdraw ureteral catheter while it is deflected in endoscope. Avoid sharp bending." (B)(4).